Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one resolute onyx coronary drug eluting stent to treat a lesion. There was no damage noted to the packaging. There were no difficulties noted when removing the device from the hoop. There was no difficulties removing the protective sheath. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent dislodged from the balloon as it passed through the y-connector. The stent came loose from the balloon. The stent did not dislodge prior to the delivery catheter passing through the y-connector, but the stent had fully passed through the y-connector prior to the dislodgement being identified. The dislodged stent did not enter the patient's vasculature. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the dislodged stent was received for analysis. Deformation was evident to the mid-stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.